Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent implant was dislodged from the balloon and was badly damaged. There were crimp marks visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue related to stent dislodgements occurring prior to use in the patient was noted. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported by the site that the xience xpedition product was defective and was not used on the patient. No other information was provided. However, visual inspection of the device by abbott sales representative, noted that the shaft was kinked, and the stent implant was crushed and dislodged from the stent delivery system (sds) balloon. There was no clinically significant delay of procedure reported. No additional information was provided.